Manufacturer narrative:
The oad was received at csi for analysis. A visual examination found that the oad driveshaft was fractured at the proximal edge of the crown, and stent material was wrapped around the distal shaft section. The distal fractured driveshaft section was not returned. No damage was identified which may have contributed to the accumulated stent material, and there was no other damage observed. When functionally tested, the device operated as intended. Scanning electron microscopy was performed and identified the cause of the driveshaft fracture to be fatigue. Driveshaft flexing at the weld location can initiate a fatigue failure, and it is hypothesized that the driveshaft underwent excessive flexing near the crown due to operating within a stent. At the conclusion of the device analysis investigation, the root cause of the device fracture was determined to be operation of the oad within a stent. The instructions for use for the coronary oas state the following warning, "the IFU contraindicates use of the oas if the target lesion is within a bypass graft or stent." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. 3004742232-2020-00356 was submitted for the guide wire used during this procedure. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was inserted proximal to the target lesion using glideassist mode. Two treatment passes were performed on low speed and one was performed on high speed. The oad stalled and became stuck in the lesion. An attempt was made to activate glideassist, however it would not turn on. An attempt was then made to remove the oad over the guide wire, however it would not dislodge. The oad was pushed back and forth over the guide wire before it became loose and moved into the guide catheter. Upon receipt of the oad at csi, analysis revealed that the tip of the oad was fractured.